Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor malfunctioned and ceased to deliver power to device. Staff reported there was no cautery to device. A replacement device was used with adequate power supplied from vh-3010 power supply to the evh device. Extension cable was taken out of service and given to clinical engineering per initial reporter. Cable was replaced and procedure was completed. No harm to patient was reported.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor malfunctioned and ceased to deliver power to device. Staff reported there was no cautery to device. A replacement device was used with adequate power supplied from vh-3010 power supply to the evh device. Extension cable was taken out of service and given to clinical engineering per initial reporter. Cable was replaced and procedure was completed. No harm to patient was reported.